Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured intermittent low flow alarms with high pulsatility index on (B)(6) 2021. Most of the low flow events were unsustained. The patient had elevated white blood cells. The patient was evaluated for infection and cultures were sent. Patient was sent to computed tomography for further work up. The patient did not have a fever and no source of infection at the time. The white blood cell rise was inconclusive and cultures came back negative. No determination of infection was detected and the patient was doing well. A concern of a pocket of fluid on the counter incision site from driveline was noted. It was recommended to obtain cultures of pocket fluid and antibiotics if it was deemed necessary. It was reported that increasing pulsatility index was noted. Log file analysis captured backup battery fault alarms on (B)(6) 2021 from 2:59 pm to 7:02 pm. It also captured intermitted low flows with high pulsatility index event on (B)(6) 2021 and (B)(6) 2021. Most of these low flows only lasted 3-7 seconds. The patient remained in critical condition, moderately sedated and intubated. There was an increase in pulsatility index noted as well.

Event description:
It was reported that there was no infection. The low flow events on (B)(6) 2021 were during the immediate post operation period. The patient remained stable with no pump flow concerns.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of a rise in white blood cells without infection could not be conclusively established. The submitted log files collectively contained data from (B)(6) 2021 and found that the pump operated at the set speed without issue. Intermittent low flow alarms were captured on the day of implant, (B)(6) 2021, and one transient low flow alarm was captured on (B)(6) 2021. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU, as well as the patient handbook, also provides information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 4 explains that pulsatility index (displayed as pulse index) is a calculation related to the amount of assistance that is provided by the pump. Pi values typically range from 1 to 10. Higher values indicate higher pulsatility (that is, the pump is providing less support and the heart is providing more support). Lower values indicate lower pulsatility (that is, the pump is providing more support and the heart is providing less support). Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.